Event description:
An incident occurred when the instrument transmitted a pt's result twice to the host computer. This resulted in overwriting a sample result for another test. The customer is not aware of any results being sent out incorrectly but the possibility exists.the account has two acl instruments which have shown this occurrence intermittently.